Event description:
The customer reported that the sys data is corrupt. The sys displayed collimator calibration and filament calibration required error messages. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep erased and restored the nodes and restored the data sys functionality. The sys was tested and found to be working as intended and put back in svc.